Event description:
Consumer reports getting e-3's and having accuracy issues. Has been comparing meter readings to their other meter. Analysis run on clark error grid using competitive reading (311) vs. Bd readints (22) yielded data points in the e range of the grid, outside acceptable limits.